Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the insulin pump had audio issues. The customer's blood glucose level was unknown. It was reported that the insulin pump was no longer beeping. It was reported that they performed volume test and it did not beep. They reported that the insulin pump failed the audio test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed hardware low level failures during self test and confirmed in the device history due to broken pin 6 trace on u1 keypad assembly.